Event description:
A physician reported that during a vitreoretinal procedure on the left eye for a macula-off retinal detachment, the soft tip of the ophthalmic instrument detached and fell into the subretinal space. The retinal detachment was repaired with pars plana vitrectomy (ppv), scleral buckle (sb), endolaser (el), radial retinectomy (rro), anterior relaxing retinectomy (afx), and gas tamponade. The surgery was completed the same day; however, the patient had to return to the operating room for removal of the soft tip from the subretinal space. The current condition of patient is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h6 and h11. A sample was not received at the manufacturing site for evaluation for the report of soft tip detachment; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).